Event description:
On (B)(6) 2025, a patient underwent a port installation procedure using an MRI power port isp groshong in right side of the sixth thoracic vertebrae via right internal jugular vein. During the procedure, it was noted that the complete fracture of catheter occurred when the catheter was combined with the tunneler and vascular puller for retraction. Reportedly, catheter breaks show signs of pulling deformation. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three photos were provided for review. The first photo shows the product label that contains product details. The second photo shows an unsealed tray in which few partially visible components including one catheter with preloaded stylet can be partially seen. The catheter is noted to be completely broken, and the stylet inside can be seen. The edge of the broken surface is noted to be uneven. The third photo shows an unsealed tray containing various components and one partially visible catheter. Therefore, the investigation is confirmed for the reported fracture and material separation issues. However, the investigation is inconclusive for the reported deformation as the photo evidence provided is not sufficient to confirm the reported deformation. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port installation procedure using an MRI power port isp groshong in right side of the sixth thoracic vertebrae via right internal jugular vein. During the procedure, it was noted that the complete fracture of catheter occurred when the catheter was combined with the tunneler and vascular puller for retraction. Reportedly, catheter breaks show signs of pulling deformation. There was no reported patient injury.